Event description:
The surgeon reported via the sales rep that during a revision procedure, and upon removal from the patient, it was alleged that fragments of the cup were seen in the poly element . The customer reported that the revision procedure was required due to loosening of the cup. The customer reported that the alleged loosening may have been due to the patient's anatomy.

Manufacturer narrative:
The sales rep noted that the date of the revision procedure and further details are currently unknown but that she is due to meet with the surgeon when additional information will be obtained. The catalog number is unknown at this time. The device was reported as an unknown tritanium cup. Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
An event regarding loosening involving a tritanium revision acetabular shell was reported. The event was confirmed as the fractured screw returned with the shell indicates shell movement. A visual inspection was performed as part of the material analysis report (mar). The report concluded: titanium particles likely originating from the acetabular shell coating were found embedded in the uhmwpe insert. The presence of the particles likely resulted in the scratching damages observed within the insert. Additionally, one of the acetabular screws fractured in fatigue. Due to extensive post fracture damage on the fracture surface, nothing more could be learned about the fracture. No material or manufacturing defects were observed on the device features examined. Device history review indicates the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no other similar events reported for this manufacturing lot. The investigation concluded that the exact cause of the event could not be determined because further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation. It also concluded that there is no indication the event is related to a manufacturing issue.

Event description:
The surgeon reported via the sales rep that during a revision procedure, and upon removal from the patient, it was alleged that fragments of the cup were seen in the poly element . The customer reported that the revision procedure was required due to loosening of the cup. The customer reported that the alleged loosening may have been due to the patient's anatomy.